Manufacturer narrative:
This report is for three (3) unknown locking screws. Part#, lot# and UDI # is not available. Implant date: exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown locking screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had car accident on an unknown date in (B)(6) 2016 and an intramedullary nail (im) and bone graft was then used in span the non-union area. On the original injury, the patient had a significant amount of bone loss at the distal femur. On (B)(6) 2019, the patient underwent removal of narrow locking compression plate (lcp), curved condylar plate and unknown screws due to non-union and (3) broken locking screws. The nonunion was identified the morning of (B)(6) 2019, after viewing x-rays with the surgeon. It was identified on the x-ray that three unknown locking screws were broken. All broken fragments were retrieved. The patient outcome is unknown. It was further reported that during the removal procedure on (B)(6) 2019, tow (2) additional 5.0mm locking screws broke. This (B)(4) captures nonunion and post operative breakage of three locking screws, while (B)(4) captures the inra-operative breakage of tow locking screws during removal surgery. Concomitant medical products: locking compression plate (part# 224.601, lot# 6164926, quantity:1). Locking compression curved condylar plate (part# 02.001.304, lot# 6711363, quantity:1). Cortex screws (part# unknown, lot# unknown, quantity:9). Locking screws (part# unknown, lot# unknown, quantity: unknown). This report is for three (3) unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking compression plate (part# 224.601, lot# 6164926, quantity:1) locking compression curved condylar plate (part# 02.001.304, lot# 6711363, quantity:1) cortex screws (part# unknown, lot# unknown, quantity:9) locking screws (part# unknown, lot# unknown, quantity: 7)